Manufacturer narrative:
(B)(4). (B)(4) is submitting a single report on behalf of b. Braun (B)(4). The actual device in the reported incident has not yet been returned for evaluation. Multiple attempts have been made with the facility to obtain the sample and/or lot number for investigation, but have not been successful. Without the actual sample or lot number a thorough investigation could not be performed. A historical review of the complaint database revealed no adverse trends of this nature for finished good #(B)(4). All available info has been forwarded to the actual MFR for further evaluation. A follow up report will be filed if the sample is received and/or additional pertinent info becomes available.

Event description:
As reported by the user facility: (B)(4), lot # unk, 1 ite, occurred (B)(6) 2012. Customer reports, this am another crna was placing an epidural in the ob department, and while passing catheter through needle met resistance, removed both needle and catheter, noted blue catheter tip was missing. X ray did not reveal tip. (Explained it is not radiopaque, material is polyamide nylon), at this time pt is retaining tip.